Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was to be used during a colonoscopy with polypectomy procedure performed on (B)(6) 2009 (pt age unk; however, over 18 years). According to the complainant, while removing the device out of the package, one of the jaws bent in comparison to the other. The device was not tested or used and was discarded. The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.